Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after showing with the pump in the bathroom, and subsequently, was unable to load cartridge. Customer reported an elevated blood glucose (bg) level between 300 and 400 (mg/dl). Customer indicated health care provider would be consulted and/or correction injections administered to treat bg level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours.